Manufacturer narrative:
The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable. The expiration date for section d4 is not applicable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was unresponsive. The procedure was completed. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported instrument was not recognized at all. The issue caused a delay of less than 15 minutes. The instrument was replaced and there was no patient injury. Patient information was not released by the site.